Event description:
Caller states the patient tested 5.6 inr on the coaguchek xs system and 4.18 inr on a comparison lab. Caller states that they waited for the lab result and the treatment was not changed based on the meter result. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Caller states that she no longer has the strips, so no product will be returned for evaluation.